Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal laparoscopic inguinal hernia repair procedure, two trocars had valve se al disengage. Another device was used to complete the procedure. There was no patient injury.